Event description:
Patient was undergoing treatment tor coil embolization of left ica aneurysm. Px slim microcatheter used to access the aneurysm. Upon placement of three coils the microcatheter was kicked out. Physician continued attempts at accessing the aneurysm. He then saw dye extravasation coming off the left side of a1, resulting in a subarachnoid hemorrhage. The perforated a1 vessel and untreated lobes of the aneurysm were occluded with six more coils, which lead to complete embolization with no further evidence of dye extravasation. The patient became very sleepy and lethargic. Hydrocephalus was noted in her frontal lobe so an emergent ventriculostomy was placed in the right frontal area. She was then intubated and placed on a ventilator. Patient was hospitalized for two weeks and released in stable condition.

Manufacturer narrative:
Conclusion: hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2013-00418. A product problem for this event was initially reported with MDR 3005168196-2012-00418. The adverse event in this MDR was not linked to this patient until (B)(4) 13. Device location is unknown.